Manufacturer narrative:
Additional information was added to d4 (catalogue #), h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Catalogue #: the product code used was either 5c4483 or 5c4482. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set disconnected from the titanium adapter which resulted in a leak (wet contamination). This occurred during an unspecified step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with antibiotics. No additional information is available.